Event description:
It was reported that the customer went to open an implant package for a case and the vial was empty. Was discovered when the assistant went to open the implant for placement. When they opened the vial, there was no implant inside. We did have other implants in stock so we were able to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. K113753, k112160.

Manufacturer narrative:
An imp tm 4.7mm mtx full, 10 (tmtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Vial was returned and seal has been broken and opened. No products inside. Pictures were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1240272). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1240272) for similar event and no other complaint was identified. Nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.